Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found. The initial medical device report was submitted via an alternative summary report on 1/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.

Event description:
The initial medical device report was submitted via an alternative summary report on 1/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.